Manufacturer narrative:
The reported health care facility's address is 1-10-23 hirahara, onomichi city, hiroshima prefecture 7228505. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure and inside the patient, when the loop was deployed for the second polypectomy, the loop was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the reported health care facility's address is (B)(6). Block h6: medical device code a0401 captures the reportable event of loop break. Block h10: investigation results: one captivator snare was received for analysis. Visual and microscope analysis of the device noted that the loop was separated on one side. X-ray inspection found that the cannula had torque marks and just one side of the loop was still inside the cannula. No other device problems were noted. The reported event of loop break was confirmed since it was observed that the loop was broken on one side. An investigation to address this problem is in progress. Based on the analysis of the returned device and the information available, the most probable cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure and inside the patient, when the loop was deployed for the second polypectomy, the loop was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.